Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient was experiencing intermittent communication with her charger and ipg. It was previously reported the patient's charger was having difficulty communicating with the ipg due to it flipping in the pocket (reference MFR report: 1627487-2013-11191). The patient underwent surgical intervention where her ipg was replaced with a new one which resolved the issue.